Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 700 mg/dl. Multiple correction boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) and hyperkalemia. Ketones were identified as being dangerous by a healthcare provider. Intravenous insulin and dialysis treatment were administered. Customer was discharged on (B)(6) 2019. Elevated bg/dka/hyperkalemia resolved with no permanent damage. Customer was unsure what caused the elevated bg and suspected a possible kinked cannula; however,this could not be confirmed.